Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the grippers would not raise during use, and a gripper line break was suspected. Gripper actuation issues and gripper line breaks have the potential to contribute to serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium and positioned over the target jet. The clip was opened; however, when raising the grippers under fluoroscopy, it was noted that the grippers were still in the down position. It was confirmed that the gripper lever was not extended beyond blue line. The gripper lever was lowered and moved in upward position again, but the grippers were still in the down position. The gripper angle was a v-shape, approximately 80-100 degrees. One end of the gripper line had no tension in the transparent gripper lever, and it was suspected that the gripper line was broken. The decision was made to remove the cds and replace the device. A new cds was used with a good result. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported gripper line break resulting in the gripper actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported gripper actuation issue was due to the gripper line break. The cause for the gripper line break is attributed to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.